Event description:
It was reported that the patient spinal cord stimulation (scs) lead had high impedances. The patient underwent a scs system replacement procedure and was doing well postoperatively. The explanted device components were not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17437338/17316719, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 17316719/17388596, UDI: (B)(4). Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 17427674, UDI: (B)(4). Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 17437600, UDI: (B)(4).